Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized for low blood glucose levels, with a reading of 37 mg/dl. The customer last changed the quick-set, mmt-397 on the day of the event. The customer stated that he passed out while he was at work. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also correct. Nothing further was reported.